Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of an unspecified quantity of homechoice cassettes. Later clarified as ¿a leak in the connection between the cassette line and the patient's catheter¿. This was identified ¿during the line priming process¿ before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h11: h11: the actual devices were not returned for evaluation; however, twelve (12) retained samples were evaluated. A visual inspection was performed on the retention samples and no defects were identified that could have contributed to the reported event. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.